Event description:
The hemostatsis valve was leaking. They inserted the needle through the catheter one time and then went to drain with a vacuum bottle lost its vacuum and they heard air coming out of the self-sealing valve. They then re-inserted the needle into the catheter to change placement, then remove the needle, then hooked it up to another vacuum bottle and it lost vacuum too, they then hooked it up to a third bottle this one was beginning to lose vacuum and the doctor then put his finger over the valve and the bottle stopped losing vacuum and they were able to finish the drain. Additionally, the physician performed an x-ray and noted the pt had sustained a large pneumothorax.